Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Rv pace lead impedance jumped from 342 ohms on (B)(4) 2016 to 513 ohms on (B)(4) 2016. Sensing integrity counts went up to 18 (within 9 days) along with non-sustained ventricular tachycardia and high rate-non-sustained episodes and evidence of noise over sensing.

Event description:
It was reported that the right ventricular (rv) lead triggered an alert. . Noise was detected as the pacemaker pocket was compressed so lead fracture was suspected nearby the pacemaker pocket. The lead detections were programmed "off" and the lead remains implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.